Event description:
User medwatch #301-594-3140-0002-97 states that during post-partum repair of a perineal laceration, needle broke off from suture and became embedded in labial, vaginal wall. Needle was retrieved and there are no reported consequences to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.